Event description:
Additional information was received on 12/29/2025: the issue occurred during an atfl internalbrace repair procedure. The surgeon integrated the anchor with the simple repair stitch and tied knots. All detached pieces were retrieved from the patient. An individual dx knotless fibertak anchor was opened and used in place of the faulty one. The case was delayed by approximately 20 minutes, and it is uncertain whether additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling, causing the suture to become "de-threaded".

Event description:
On 12/01/2025, a sales representative reported via email that an ar-8991 fibertak dx suture anchor had the shuttling suture de-threaded during repair stitch shuttling. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 12/08/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.